Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested to start sensor during warm up. A review of the share logs was performed. The allegation was not confirmed. The probable could not be determined. In addition, a transmitter failed error was observed in connection to the reported allegation. The reported allegation is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.